Manufacturer narrative:
The device was returned, and the evaluation found the video system center lamp was blinking. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited lamp blinking. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Correction to d5 of the initial medwatch. The "operator of device" should be "other¿ and "olympus". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction of a blinking lamp was most likely as a result of dust accumulation inside the cause, or the effects of long-term use. However, the root cause could not be established. The event can be detected/prevented by following the instructions for use which state: " the service life of this product is 6 years after manufacture and shipment (delivery) (according to self-certification (our data)). Please note that this period is based on proper use, such as carrying out pre-use inspections and periodic inspections as shown in this attached document and the ""instruction manual"" during the service life, and carrying out repairs or overhauls, if necessary, based on the inspection results. Olympus will continue to monitor field performance for this device.